Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that system was unable to boot up. After log file review, fse found that grabber card failed to initialize. Upon troubleshooting fse found that no power to the drive bay. The cause of the flex vision pc failure could be determined by the supplier's part analysis and failed component was memory or ram. To resolve the issue, fse replaced the flex pc and loaded software. After replacing the flex pc, system returned to good working condition. The codes were updated based on the investigation outcome.